Event description:
It was reported that the right monitor on the 9800 sys would not work and the power cord was loose during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was tightened. The display adaptor was reseated during the service call. The sys was tested and found to be working as intended, and put back into service.